Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a temperature alarm. The pump was not exposed to abnormal temperature conditions. Reportedly, the customer was swimming with the pump on before the alarm occurred. In addition the pump shut off after the temperature alarm was declared. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.